Event description:
It was reported that the user¿s ilet pump did not receive cgm readings after starting a new freestyle libre 3 plus sensor, and the pump cgm menu initially showed pairing with a sensor followed by a sensor warm-up message; the user disconnected the pump from the body and restarted it, after which the sensor again displayed warm-up and the issue was considered resolved. Symptoms included no adverse clinical effects reported. Outcomes included no change in patient condition and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cgm was in warm-up and pairing completed after restart with no persistent malfunction identified. It was concluded that the event was consistent with sensor warm-up behavior and user interface interaction, and the device functioned as expected after restart.